Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in-clinic for follow-up the device was found to be in backup vvi reset mode. A device download was successfully performed. The device remains implanted.